Manufacturer narrative:
A visual and microscopic examination identified that the stent had moved distally on the balloon approx 2mm from the distal edge of the proximal markerband. The distal section of the stent was damaged. Stent strut rows 1 and 2 were raised distally. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped as per mfg process in the correct location during mfg. A 0.015 inch mandrel was inserted with no resistance encountered. A review of the mfg documentation for the batch 12045931 found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting procedure, crossing difficulties were encountered. The lesion being treated was located in the circumflex artery. The physician proceeded to advance a 2.75 x 38mm taxus liberte stent, but despite several attempts to advance the stent, the stent would not cross the lesion. Consequently the physician decided to advance a balloon in order to dilate the lesion. The angioplasty was completed without the implantation of a stent. The procedure was completed with a different device and there were no pt injuries or complications reported. Returned product analysis revealed stent damage and movement of the stent on the delivery device.